Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) required a review of its data and programming due to it been used without a right ventricular (rv) lead on its rv port. Technical services (ts) was consulted and discussed stored data and programming options. Additionally there was irregular pacing due to oversensing on the rv port, with signals marked as premature ventricular contractions. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) required a review of its data and programming due to it been used without a right ventricular (rv) lead on its rv port. Technical services (ts) was consulted and discussed stored data and programming options. Additionally, there was irregular pacing due to oversensing on the rv port, with signals marked as premature ventricular contractions. This device remains in service. No adverse patient effects were reported.